Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument clips kept falling out of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The clip applier was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode are typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument jaws. The complaint was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset < 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips kept falling out of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that there was no patient harm/injury. The instrument was inspected prior to use. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The specific issue the surgeon experienced was that the issue was related to unexpected motion of clip applier while attempting to clip (e. G. The instrument¿s jaw swayed to the side) and related to unsuccessful clip application (e. G. Incomplete closure of clip). The vessel issue was not related to clip opening after closure of the clip. The type of clips used were hem- o-lok with the clip applier instrument which were large in size. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The issue occurred during the first application. The issue was resolved by using a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.